Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) displayed a grey bar indicating that battery was low due to low temperature. Decision was taken to not implant this product. Another device was implanted. No patient complications have been reported as a result of this event.